Event description:
Customer received erroneous results for creatinine. When one patient's creatinine result did not compare well with the patient's previous result, the customer reran samples with low creatinine recovery. She provided three examples, one example each over a three day period, one example was discrepant. Initial creatinine result 0.36, repeated on (B)(6) 2009 on an integra gave 1.08 mg per dl. Sample type was plasma. The result was reported. The customer did not know if the patient was treated based on the low recovery. No adverse events were reported. The field service representative determined there was a problem with the stirrer paddle. He replaced the stirrer and confirmed alignment. He also performed preventative maintenance, qc and module to module comparison with good results.